Event description:
It was reported to medtronic neurosurgery that the pt developed slit ventricles, so the shunt was explanted.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.